Manufacturer narrative:
During a standard treatment session an electrical dental handpiece got hot and burned a pt on the lower lip. The dental office is not sure whether they gave the pt something for the burn. She was seen 2 weeks later again and was healed fully. The handpiece was not sent in for check/repair as the dental office recognized that it was used against user instructions as a check retractor. If it is used as requested the handpiece runs without any problems. Reported due to the 2 year presumption rule. The dental office is not able to identify which of their handpieces caused the burn. Hence the serial number and also the mfg date can't be provided.

Event description:
During a standard treatment session an electrical dental handpiece got hot and burned a pt on the lower lip. Dental office is not sure whether they gave the pt something for the burn. She was seen 2 weeks later again and was healed fully.